Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included depression in 2010, obesity, asthma, pain in arm, bone pain, flank pain, fever, urinary tract stone, low back pain, nausea, sacral pain, depression, kidney stones, pain in limb, sprain, exhaustion, injury nos, injury to unspecified blood vessel of lower extremity, calf pain and swelling of feet. Previously administered products included for an unreported indication: tylenol. Concomitant products included calcium until (B)(6) 2014, ethinylestradiol;etonogestrel (nuvaring) and vitamins nos (multivitamin) until (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), trazodone and surgery (ablation/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2013, (B)(6) 2013(as per pfs), (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: fu 9 and fu 10 processed together. Quality-safety evaluation of ptc on 1-jun-2021: fu 9 and fu 10 processed together. Mr received. Reporter information, patient's race information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included depression in 2010, obesity and asthma. Concomitant products included calcium until (B)(6) 2014, ethinylestradiol;etonogestrel (nuvaring) and vitamins nos (multivitamin) until (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), trazodone and surgery (ablation/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted as essure insertion date (B)(6) 2013, (B)(6) 2013(as per pfs), (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter's information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received- case was upgraded to serious incident. Event injury nos was replaced and new events abnormal bleeding (vaginal, menorrhagia) were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.